Event description:
The issue was reported to (B)(4) affiliate as follows: catheter installed (B)(6) 2011. (B)(6), the nurse noticed a leak: the balloon was deflated. They removed the catheter and installed a new one: no other issue. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to investigate. A f/u investigation report will be sent when completed.